Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became stuck on the cgm graph screen and required replacement; the reported blood glucose at the time was 222 mg/dl and the user felt fine, with the problem associated to the touchscreen and categorized as a fracture of the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the touchscreen consistent with a device fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.